Manufacturer narrative:
The phosphate (inorganic) reagent lot number was 922866. The expiration date was not provided. The qc was acceptable. The provided data showed many abnormal aspiration, sample short, and abnormal temperature control alarms. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 14 patients' samples tested with phosphate (inorganic) ver.2 assay on a cobas 8000 c702 module. The following are examples of discrepant results for 3 patients' samples: on (B)(6) 2026: patient sample 1 initial result - 2.36 mmol/l. Repeat result - 1.12 mmol/l. On (B)(6) 2026: patient sample 2 initial result: 2.23 mmol/l. Repeat result: 1.12 mmol/l. On(B)(6) 2026: patient sample 3 initial result - 2.01 mmol/l. The physician questioned the initial result, prompting the repeat of the sample on a different c 702 module. Repeat result - 1.04 mmol/l. The repeat result was deemed correct.